Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no report of the pt being harmed as a result of this malfunction. An email request has been sent to complainant to include the following info: "what is the complainant role? What is the complaint country? As the complaint description was hand written, there are some words that can not be clearly understand, please type next and resend." No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that complainant experienced inflation difficulties based on the inability to inflate the balloon after insertion in the pt. The inflation valve leaked to the left syringe connection point preventing adequate filling of rectal balloon. Device was removed and replaced with a new fms.